Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies. Insulin pump received with corroded motor assemblies. Insulin pump received with cracked case at display window corners.

Event description:
Customer called to report that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.